Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead to device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that there was an inquiry as to the battery depletion of this pacemaker. The longevity of the battery had decreased from 1.5 years to 4 months in a short timeframe. It was observed that the atrial and right ventricular (rv) impedances had increased, along with the rv threshold, and the atrial and rv amplitudes were not read. Technical services (ts) inquired as to whether the patient had recently undergone any procedures or experienced any trauma to the implant site and the healthcare provider was not aware of any. Additionally, the atrial and rv pacing percentages had increased to 100% and ts discussed that the battery depletion seemed consistent with the device performance (103%). Review of the most recent presenting electrogram demonstrated that there was little to no evoked response and all pacing was all at the lower rate limit. Ts discussed that the observed sudden changes in lead diagnostics could be related to a patient condition, and further questioned whether the patient had passed away. The pacemaker remains in service. Despite multiple attempts to determine the patient's status, no further information was obtained. A supplemental report will be submitted should additional information be received.